Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report. Patient and device codes have been added, as they were not included in this section in esubmitter at the time of the initial report.

Event description:
The customer reported an uncontained clear leak of unknown volume from the coulter ac·t 5diff cap pierce (cp) hematology analyzer while running controls. There were drain sensor timeout error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak in the reagent syringe assembly. The fse rebuilt the three syringes, replaced three o-rings on the assembly and cleaned the metal bar on the assembly to fix the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).